Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products-part: 00630505036 name: liner standard 3.5 mm offset 36 mm, i.d. For use with 50/52/54 mm o.d. Shells lot: 62355278, part: unknown head, part: unknown stem. The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for the same event, please see associated reports:0001822565-2017-04441, 0001822565-2017-04442, 0001822565-2017-04443.

Event description:
It was reported that a patient received an injection approximately 6 years post initial implantation due to unknown reasons.